Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg implant site. As a result, surgical intervention was undertaken wherein the ipg site was revised and the ipg replaced resolving the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.